Event description:
Reporter noted patient had uncomplicated cataract removal and iol implant. On post-op visit, doctor identified reflective piece of metal, about 1mm, lodged in iris tissue. Doesn't appear particle caused or contributed to any damage to patient's vision. However, additional procedure was performed to retrieved particle, which was tolerated well.